Event description:
It was reported that during set up or inspection for a shoulder arthroscopy, when the powermax elite handpiece was connected to d2 console and it was pick up or put down the hand piece oscillates without touching any of the buttons. A second powermax elite handpiece which was connected to the same d2 and it worked without fault. The procedure was completed with a s+n back up device. There was no delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H2: additional information ¿h6: health effect - impact code and medical device problem code¿ h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed. Factors that could have contributed to the reported event include failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.